Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this ra lead was explanted due to high impedance and high threshold values along with some baseline noise. No adverse patient events were reported. Should additional information be received, this file will be update.